Event description:
Pt reported obtaining a fasting blood glucose result of 291 mg/dl while using the suspect device. Based on this result, pt scheduled an appointment to have blood glucose tested in a reference lab. Approx 1.5 hours later, pt's fasting blood glucose reportedly measured 140 mg/dl (in the lab). No pt injury was reported. Pt indicated that qc testing had been performed on the system, prior to the lab test, and the results fell within the acceptable range. While on the line with technical support, pt reran qc tests; the level 2 solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.